Event description:
The pt was reportedly implanted with an ams perigee system and monarc sling, to treat her cystocele and stress urinary incontinence, on (B)(6) 2007 and a surgisis biodesign tension-free urethral sling, to treat her urinary incontinence, on (B)(6) 2011. These surgeries are noted as taking place at (B)(6) hosp. The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury, and the need for additional surgeries. The following info was not provided by the complainant: specific info of the alleged injury. Specific info regarding whether intervention was performed. Specific info regarding why intervention was performed or what type/to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current pt status.

Manufacturer narrative:
Product expiration date not known as lot number not provided by the complainant. Product manufacture date not known as lot number not provided by the complainant. Method: device was not returned to the MFR. Conclusion: likely caused by another device not manufactured at cook biotech inc. Investigation into this report has included: a review of the claim allegations, a review of the cbi complaint system, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the performance of the biodesign tension-free urethral sling and the alleged injuries remains unk. Based on our experience and understanding of the relevant science and medicine, we speculate that the biodesign tension-free urethral sling was likely placed to repair damage from the previously placed ams perigee system and/or monarc sling products and/or to repair a recurrence of the pt's original defect. All other matters relating to this litigation are handled by our attorney. If/when additional info is obtained, that alters our conclusion to this complaint, a follow-up to this MDR will be filed.